Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6. The following section were corrected: b2; h8. H6: component code: mechanical (g04) - stem. No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were provided and reviewed by a health care professional. A review of the available records identified the following: during an initial right tha, while seating the stem, a crack developed in the calcar. The implant was stable, and the crack was corrected with cables. No further complications were noted. This complaint was confirmed based on the provided medical records. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the patient's initial right total hip arthroplasty, a nondisplaced crack developed in the calcar while seating the femoral stem. A cable was placed just below the lesser trochanter for stabilization. The surgery was completed without further complications. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted. Device remains implanted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: d10:11-173662 m2a 38mm mod hd std nk, lot number: 322770. Rd118850 m2a 38mmx50mm cup, lot number: 383270. 999881 implantation kit 999999. 6704-0-520 howmedica beaded cable & sleeve set lot number is unknown.